Event description:
The pt reported she is unable to establish communication between her scs ipg and a replacement charging system after not charging/using the scs system for at least one yr. F/u identified an sjm rep confirmed the issue using the pt's external devices. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.